Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/21/2019.

Event description:
It was reported that the touchscreen was not functioning. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 18nov2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The customer declined repairs. No parts were replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.